Manufacturer narrative:
H.6. Investigation: customer returned (3) loose 1cc, 8mm syringes all filled with approximately 60 units of a clear liquid in the barrel. Customer states that the syringes would not press out insulin during the injection and they were clogged. All returned syringes were tested and all were able to expel some of the liquid in the barrel that was received in the syringes without any observed defects. A review of the device history record was completed for batch# 9091590. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200817263] noted that did not pertain to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It has been reported that one bd¿ syringe 1.0ml 31ga 8mm 10bag has been found experiencing difficult plunger movement and with a clogged needle during use. The following has been provided by the initial reporter: it was reported that the customer found one syringe that will not press out insulin during injecting and it was clogged. Issue(s): from this box found about 12 syringes in total that would not press out insulin during injecting they were clogged. Drawing up was fine. Lot #: 9091590, item #: 328506 and date of event (B)(6) 2019 found 1 syringe. Complaint 1 of 2.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd¿ syringe 1.0ml 31ga 8mm 10 bag has been found experiencing difficult plunger movement and with a clogged needle during use. The following has been provided by the initial reporter: it was reported that the customer found one syringe that will not press out insulin during injecting and it was clogged. Verbatim: issue(s): from this box found about 12 syringes in total that would not press out insulin during injecting they were clogged. Drawing up was fine. Lot #: 9091590, item #: 328506. Date of event (B)(6) 2019 found 1 syringe. Complaint 1 of 2.